Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had painful jolts from his waist to his shoulders. A manufacturing representative (rep) met with the patient and checked impedances and programming, which both looked good. All contacts were in normal range. Last night when the patient was sitting he felt 8-10 sudden painful jolts. It was noted that the patient also had a vagus nerve stimulation (vns) system implanted for epilepsy. The patient had an appointment with a neurologist to determine if this was related to his epilepsy of the vns system. The cause of the event was not determined but it was noted that the issues were above waist and his stimulation covered below. It was noted that the patient had a history of seizures and was going to follow up with his neurologist.